Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: during firing, the handle was stiff to squeeze. Then when the device tried to grab the bottom of the cholecyst, the outer cylinder was torn. Another device was used to complete the case.